Manufacturer narrative:
The instrument was returned to the manufacturer for evaluation. Testing found that the adjustment screws were backed out, resulting in the arm not being able to tighten. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screw of the biopsy arm felt different after the training on the use of the arm. They stated it was loose from the track. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.